Manufacturer narrative:
Physio-control further evaluated the device and observed that the digital pcb assembly caused the device to draw an excessive off current. This caused the device to only momentarily and partially boot before it would power off again. The digital pcb assembly was then further evaluated, but further root cause could not be determined. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device showed a service wrench icon in the readiness display. The device would not complete a boot cycle. When the on button was pressed, the on button and shock button would illuminate, but then the device would power off again. There was no patient use associated with the reported event.